Manufacturer narrative:
The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of pump, elastomeric, infusion devices (unspecified) which administer medication via subcutaneous routes ¿usually takes way longer to infuse than product information indicates¿. There was no report of patient injury or medical intervention associated with these events. No additional information is available.